Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the subject meter was allegedly powering off while the patient was attempting to test their blood glucose. The alleged issue could not be resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.